Event description:
It is reported that the soft tissue attachment kit contained two identical triangle soft tissue claws rather than having one triangle and one square claw.

Manufacturer narrative:
This report will be amended when our investigation is complete.